Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an anterior/posterior vaginal wall repair on (B)(6) 2005 and the mesh was implanted for stress urinary incontinence. The patient experienced recurrent pelvic abscess in right groin with daily ooze, which unable to heal despite surgical intervention, and the development of a sinus. The patient also experienced chronic pelvic pain associated with bowel/bladder movements, ongoing vaginal discharge, utis, recurrent urinary incontinence and fecal incontinence with no sensation. No further information is available.